Event description:
Pt was injected with 1cc in the nlfs on one day and then another 1cc into pre-jowl and marionette lines the following day. Then 3 or 4 weeks later, she experienced large lumps everywhere she was injected. Not painful, but visible - the entire length of her nlfs were large lumps. A 1-2 cm lump in pre-jowl area. No fluctuance - it appeared to be a granulomatous response. Treated with intra-lesional hyaluronidase, kenalog and lidocaine. Then one week later, just hyaluronidase. Pt was then given prednisone and keflax for a week. Pt has no allergy to sulfites and all issues have resolved after approximately 3 weeks.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.